Event description:
The cone-like plastic tip of the plastic sheath for the tunneler broke off inside the patient's neck during tunneling. The tip was unable to be located by o-arm, ultrasound, or manual exploration by surgeon. Please note - tip is not detectable by x-ray. Reason for use: surgery.